Event description:
It was reported that the procedure was to treat an unspecified vessel. The vessel was pre-dilated and then the 3.0x38 mm xience pro s stent delivery system (sds) was attempted to be used but the stent stayed in the catheter and failed to deploy. There were no adverse patient effects and there was no clinically significant delay in the procedure. A non-abbott device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported activation failure could not be determined; however, factors that may contribute to activation failures including expansion failures (inflation issues) include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Based on the limited information provided and without the device to examine, a conclusive cause for the reported activation failure cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The xience pros device is currently not commercially available in the us; however, it is similar to a device sold in the us.